Event description:
Customer reports, while suturing an episiotomy the suture broke as it passed through the pt's tissue. Another suture was obtained and the surgeon passed through her fingers prior to use; it broke. The nurse obtained another box of sutures from another theater and it too broke during handling. Finally, a new box (same lot number) was obtained from the store room. The suture worked fine. The pt is released with no problems, but there was a significant delay in surgery (>15 minutes).